Event description:
It was reported via literature that a dissection occurred, requiring additional intervention. The aim of the study was to compare intraoperative cerebral embolization rates among carotid endarterectomy (cea), transfemoral carotid artery stenting with distal filter protection (casdp), and transcervical carotid stenting with dynamic flow reversal (casfr) using transcranial doppler monitoring to determine whether casfr can reduce embolization and achieve rates comparable to cea. In the casfr group, there were 16 patients. One patient experienced a dissection upon insertion of the arterial sheath of the enroute transcarotid neuroprotection system (nps). The dissection was treated with additional transfemoral stenting. No perioperative strokes or major neurological events were reported.

Manufacturer narrative:
A2 - age at time of event: the casfr group included patients with a mean age of 71.3 plus or minus 9.5 years. A3b - gender: the casfr group included 13 men and 3 women. B3 - date of event: the event date was not provided, so it was estimated to the date the article was published. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Plessers, m., van herzeele, I., hemelsoet, d., patel, n., chung, e. M. L., vingerhoets, g., & vermassen, f. (2016). Transcervical carotid stenting with dynamic flow reversal demonstrates embolization rates comparable to carotid endarterectomy. Journal of endovascular therapy, 23(2), 249-254. Https://doi.org/10.1177/1526602815626561.